Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received and per event details, the reported device embolization appears to be related to patient's conditions and procedural conditions ( patient's complex anatomy and prominent pectinate). The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone of the left atrial appendage (laa) was measured at 17/20mm and the ostial was 25/31mm. Transesophageal echocardiogram (tee) was used for the procedure. Close criteria were met. The occluder was implanted. On (B)(6) 2024, during a 45-day follow-up the occluder was observed to have embolized into the left ventricle on tee. The following day the occluder was surgically removed and the left atrial appendage (laa) was closed with a non-abbott device. The user believed the patient's complex anatomy and prominent pectinate caused the device to embolize. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.